Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 45 mg/dl. The customer was not sure what caused the low bg. Juice, peanut butter and crackers were consumed to address the bg level. As the event had occurred the day before, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.